Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced, addressing the issue.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of returned lead a found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturer reference number: 3006705815-2023-01992. It was reported the patient experienced ineffective therapy. Reprogramming did not resolve the issue. Lead diagnostics indicated high impedances on all contacts. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.